Event description:
When the package of an angioguard xp was opened, the physician confirmed that the floppy tip was kinked and felt that the torque device was a little tight. However, the physician tried to use the product. The floppy tip could not cross the 80%, moderately calcified lesion in the internal carotid artery. A different product was used to complete the procedure. Per the analysis findings, the coils on the tip of the product were stretched.

Manufacturer narrative:
The complaint received states the angioguard catheter floppy tip was kinked when removed from the package. The patient was female of unknown age and medical history. The target lesion was internal carotid artery described as moderately calcified and tortuous with 80% stenosis. The angioguard was removed from the sterile package and the physician noted that the floppy tip was kinked; however decided to use the product despite the damage. He also noted that the torque device was a "little tight" but was able to use the device. The angioguard was inserted but failed to cross the target lesion secondary to the kink in the floppy tip. A different product was used to complete the procedure. There was no reported injury for the patient. Bends were found on the product during the visual inspection; additionally the coil was stretched. Residues of dried-blood were found on the deployment sheath. Per lake region report c 6,111: as received, the specimen does not present any obvious indications of manufacturing defect or anomaly. The specimen device and sheath appears visually and dimensionally correct. A review of the device history records (DHR) does not indicate any manufacturing defects or anomalies. This packaging lot consists of a total units final inspection tested at lake regional medical and deemed acceptable for shipment on 06 march 2008. The complaint narrative does not describe any issue with the specimen device beyond, "when the package of an angioguard xp was opened, the physician confirmed that the floppy tip was kinked and felt that the torque device was a little tight. However, the physician tried to use the product. The floppy tip could not cross the 80%, moderately calcified lesion in the internal carotid artery. A different product was used to complete the procedure". The fact that the device was clinically used makes it impossible to confirm the issues noted prior to the attempted clinical use. The comment "the torque device was a little tight", is very subjective and not possible to verify. Additionally, the term kink can be miss-leading; lake region defines a kink as a tight radius bend (typically 1x to 5x the wire diameter, with a permanent deflection of 2o or more). The damage to the distal tip region appears consistent with a constraint condition and a prolapse condition incurred during clinical attempt. Pending receipt of additional information, procedural and clinical factors appear to have contributed to the event as reported. These observations and speculations are based on the evidence presented by the sample article and limited information provided by the supporting documentation. The complaint of floppy tip kink was confirmed by analysis, the analysis also revealed coil stretch not described by the complaint. The complaint of torque device "a little tight" could not be confirmed. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Inspections are in place to prevent damaged products from leaving the facility. There are procedural and vessel characteristics that may have contributed to the difficulties experienced by the customer.